Event description:
Interventional guidewires were placed into coronary arteries to introduce coronary stents and balloons. As a stent was being positioned into a coronary artery, it slipped off of its balloon. The balloon was removed and a snare retrieval device was used to remove the stent from the coronary artery. Procedure continued successfully.